Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was out in the sun by the pool. The customer was able to reload the existing cartridge and clear the alarm. Additionally, an occlusion alarm occurred. Although requested by tandem technical support, the customer declined to perform troubleshooting. There was no reported adverse impact to the customer's blood glucose level.